Event description:
Event verbatim [preferred term] device with an inaccurate result [device information output issue]. Narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device information output issue (non-serious), outcome "unknown", described as "device with an inaccurate result". Causality for "device with an inaccurate result" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible.

Event description:
Event [preferred term] device with an inaccurate result [device information output issue], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device information output issue (non-serious), outcome "unknown", described as "device with an inaccurate result". Causality for "device with an inaccurate result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6) 2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for damage/defect not classified for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue of "false negative" was reported. A ""device with an inaccurate result"" was reported. Further information regarding whether this was a false positive or false negative was not provided; therefore, we assume the worst-case scenario of a false negative, as it may result in not seeking proper medical treatment. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (document (B)(4), version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Follow-up (05nov2024): this is a follow up report received from product quality group provided investigation results. Follow-up (07nov2024): this is a follow up report received from product quality group provided investigation results. No follow-up attempts are possible.

Event description:
Event [preferred term], device with an inaccurate result [device information output issue], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device information output issue (non-serious), outcome "unknown", described as "device with an inaccurate result". Causality for "device with an inaccurate result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 05nov2024 and 07nov2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for damage/defect not classified for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue of "false negative" was reported. A ""device with an inaccurate result"" was reported. Further information regarding whether this was a false positive or false negative was not provided; therefore, we assume the worst-case scenario of a false negative, as it may result in not seeking proper medical treatment. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (document rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Follow-up (05nov2024): this is a follow up report received from product quality group provided investigation results. Follow-up (07nov2024): this is a follow up report received from product quality group provided investigation results. No follow-up attempts are possible.